Event description:
A surgeon reported that the system displayed a system message three times while plugging in the handpiece. It is unclear whether there was a patient involved, but no injury or harm was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).